Manufacturer narrative:
On (B)(6) 2011, an artificial knee joint replacement was performed. Based on the info provided, it cannot be determined if the alleged necrotic tissue is related to v.a.c. Therapy. There was no alleged product malfunction. Since the unit's serial number was not provided, kci cannot conduct a device eval of the unit.

Event description:
The following info was reported to kci by the kci (B)(6) rep: according to the case report provided, on (B)(6) 2011, postoperative artificial knee joint replacement, wound dehiscence occurred, and v.a.c. Therapy was initiated. On (B)(6) 2011, a 2cm fat containing necrotic tissue developed in the transverse and vertical directions with undermining noted. V.a.c. Therapy continued. On (B)(6) 2011, a wound debridement was performed, and v.a.c. Therapy was discontinued. On (B)(6) 2011, the wound was closed with the application of a skin graft, and the pt recovered.